Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/17/2024, that on (B)(6) 2024 the patient experienced a skin reaction. Date of event is an approximation. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, scar, blisters, and drainage under entire patch area, which occurred an unspecified day after the sensor had been inserted (no information about insertion site). The patient reported scaring on her skin left by skin reaction because of the overlay patch from dexcom. The reaction was treated with an otc topical unspecified cream. At the time of the report the patient was feeling fine. The scar was present more than 3 months after the skin reaction occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.